Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the manufacturing paperwork associated with this device stated the device was a 5000-00-00e; however, the label on the device stated it was a 5000-00-00.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error, as the record was created in error. The product number was incorrectly entered as 5000-00-00 instead of 5000-00-00e. The device labeling was correct when manufactured and was not changed during servicing. Therefore, there was no mislabel.

Event description:
It was reported that the manufacturing paperwork associated with this device stated the device was a 5000-00-00e; however, the label on the device stated it was a 5000-00-00.